Manufacturer narrative:
A partial lead was returned in four segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the system was explanted due to infection. The cause of infection was unknown. There was vegetation on the lead. A new system was implanted on (B)(6) 2018. Patient was stable throughout.